Event description:
It was reported that on (B)(6) 2025, an 8-6mm amplatzer duct occluder was chosen for implant. During procedure, it was noted the device had a cobra deformation. A decision was made to retrieve the device prior to release from the delivery cable. The complaint device was also tested outside of patient anatomy and continued to have the same cobra deformation. A new 8-6mm amplatzer duct occluder was chosen and successfully implanted. The patient status was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. One video was received from the field showed cobra deformation on distal disc while deployed through the loader. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an 8-6mm amplatzer duct occluder was chosen for implant with a 6f amplatzer torqvue delivery system. During procedure, it was noted the device had a cobra deformation. A decision was made to retrieve the device prior to release from the delivery cable. There was no interaction with any cardiac structures during deployment and no angulation/kink noticed with the delivery system. The complaint device was also tested outside of patient anatomy and continued to have the same cobra deformation. A new 8-6mm amplatzer duct occluder was chosen and successfully implanted. The patient status was reported stable.